Event description:
The manufacturer received information from the patient's family alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code battery event not charging fault in the device¿s event log. The manufacturer¿s service technician charged, and discharge cycles of the detachable battery were performed for verification, but the issue did not recur. The manufacturer¿s service technician determined that it was a temporary failure of the system printed circuit assembly (pca) board and detachable battery. The manufacturer¿s service technician replaced device's system pca board and detachable battery to address the issue. After replacing the parts on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly and cleaned the device.